Event description:
Reported by sales rep: surgeon reported excessive bleeding on all 3 of these cases of desara blue implantation and said 2 of the 3 experienced retention. One of the pts had bleeding that required a second robotic surgery to treat it. Sales rep noted that when he was in surgery with her, she hit the bladder in 2 of the 3 cases. She said she has been doing slings 'forever' and has used both gynecare and boston slings and said she has not had the same issues with those slings. She is a gyn who recently sat for the boards. (B)(6). No add'l info was provided or obtained from the surgeon.